Event description:
It was reported that during a robotic assisted partial nephrectomy procedure, the robotic ultrasound probe connection was not working and displayed an error message. Multiple attempts were made to connect the probe, reset and shut down the system; however, the issue could not be resolved. As a result, the surgical approach was modified to utilize a laparoscopic ultrasound probe, and a total nephrectomy was performed.

Manufacturer narrative:
Legal manufacturer: hcs copenhagen - mileparken 34 dk 2730 denmark herlev. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.